Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. It was noted the returned device indicated a damaged grommet and a set screw with a rounded socket.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the physician "experienced problems screwing the ventricular port" of the implantable pulse generator (ipg). The ipg was not implanted and replaced. No patient complications have been reported as a result of this event.